Event description:
Patient developed bone loss after implantation of the dental implant fx4310mlc in tooth location #3. Implant was removed on (B)(6) 2015 due to bone condition and poor oral hygiene. The condition of the patient is stable without complications, but treatment is ongoing for another implantation.